Manufacturer narrative:
(B)(4). Batch # unk. This device came partially closed with the pin not fully deployed. Cracks were seen from the top of the shroud on the top handle of the device. It was harder than normal to rotate the device to advance, but it could still be done and fired normally. Device was disassembled and found a broken tab with a diagonal shear mark and damaged firing knob. This would show indication that the device was attempted to be closed before the pin was fully pressed forward into the distal jaw of the device. Per the note in instruction step #3 of the IFU, ¿the instrument has been designed with a ¿lockout¿ feature which, during the first application prevents turning the adjusting knob unless the retaining pin is pushed completely forward.¿ a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy & right hemicolectomy procedure, the surgeon attempted to close the device by rotating the closing knob. It required extreme force and he did not feel comfortable and a crunch noise was heard and the top portion of the device was cracked and splitting along the plastic seam. Then it was decided to use a linear cutter with a blue reload. There were no adverse consequences for the patient.